Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not coming back on. Customer stated that they were trying to fill the tubing but the insulin pump was not doing anything. Customer stated that they removed the battery out of insulin pump and the back light did not go off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.